Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for evaluation of a gastrointestinal bleed (gib). The patient stated they were having generalized weakness and reported passing dark stool. The patient had some abdominal bloating and distension but no abdominal pain. They were able to eat all of their meals, no nausea or vomiting had occurred. Their hemoglobin had dropped one point from their previous level. The patient's vitals were taken. Treatment would be given as follows: continue serial hemoglobin and hematocrit. Check guaiac stool, keep on protonix and consult gastroenterology. Coumadin would be stopped. The log file captured routine events, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. The patient was stable and at home with no further signs of gib as of 04jun2021. It was planned to continue to monitor the patient on an outpatient basis.